Event description:
A (B)(6) male pt contacted zoll customer support to report that the device was giving him a service code 107. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (code 107) has been confirmed. Upon evaluation, it was found that the trunk cable connector was broken. The root cause of the broken connector cannot be positively identified, but was likely a result of excessive force. The belt was fully functional once the trunk was replaced. No adverse event resulted from the defective electrode belt connector. The pt received a replacement electrode belt.